Event description:
According to the account, the patient noticed some mobility with the implant, but no pain or discomfort. The implant was explanted after 8 years in function.

Manufacturer narrative:
According to the facility, the original surgery was an extract and replace with bone graft used. Patient reportedly had good quality bone and there were no concerns at the placement of the implant. They did not perform the restoration so they did not know if the crown had been replaced over the years. They deemed that radiographs were not necessary to be given to the manufacturer so no investigation conclusions could be drawn as to the bone level change over time.

Event description:
According to the account, the patient noticed some mobility with the implant, but no pain or discomfort. The implant was explanted after 8 years in function.